Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Elevated iop, decreased/impaired vision and pain are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
The following was initially reported by a trabecular micro bypass stent system patient. Reportedly, following a right eye cataract plus stent procedure, the surgeon was unable to locate one (1) of the two (2) stents postoperatively. Per patient, the surgeon initially believed that one the stent was implanted deep and could not be visualized. Through follow-up, the patient reported postoperative ¿high pressure, poor vision, aching eye with swollen face sensation¿ on the right side. During a follow-up examination, the implanting surgeon clarified that one (1) of the two (2) stents was not sufficiently imbedded intraoperatively, and could had been displaced during intraocular lens (iol) placement. Any omitted information was not provided at the time of this report. Additional information has been requested.